Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of admission was 485 mg/dl. The customer had symptoms of vomiting and feeling sick. The customer was hospitalized for almost two days. The customer was wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting for the insulin pump and stated that it had been working fine.